Manufacturer narrative:
Capsular contracture is a documented complication associated with this type of surgical procedure with or without the use of an adm (acellular dermal matrix). Internal investigation into lot sp200344 revealed no remarkable findings, including (B)(4) devices distributed with no other complaints reported against the lot and no deviations or nonconformances revealed during processing with product or patient impact. Based on the results of the investigation, and the patient's history of capsular contracture from the previous complaint, the event is unlikely related to the strattice. Lot sp200344 was terminally sterilized and met all qc release criteria.

Event description:
It was reported from the sales rep on behalf of the customer that a patient previously implanted with strattice who had a complaint of capsular contracture on the right breast, now developed grade 4 capsular contracture on the left breast. The hcp is planning to remove and implant 2 new pieces on her left side in july. The patient also has mentor silicone gel implants. The previous complaint for the right breast is documented under (B)(4) MDR# 1000306051-2023-00020. This record is associated with her left breast, lot sp200344-150.